Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose level with a correction injection using manual injection, without requiring assistance from a third party. Technical support provided information on resetting the pump, assisted with the reset process, after which the malfunction did not recur.